Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed device data and noted that the episodes met the ventricular tachycardia (vt) rate zone. The rhythm was initially unstable an therapy was withheld; however, the rhythm then became more stable and met the programming duration and stability requirements for treatment. Technical services (ts) recommended reprogramming options. This ICD remains in-service. No adverse patient effects were reported.